Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed an out of range shock impedance. The impedance was stable during last year but recently it was observed to increase. The lead remains in service. No additional adverse patient effects.